Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy due to noise. The device was reprogrammed. It was later reported that the physician determined that the patient did not need hv therapy and decided to disable all hv therapy functions. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.